Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion, urinary/bowel problems, fistulae, and recurrence. It was reported that the patient underwent release of mesh due to urinary retention on (B)(6) 2003. It was reported that patient underwent mesh removal due to erosion on (B)(6) 2003. It was reported that patient underwent fistula repair due to large urethrovaginal fistula on (B)(6) 2004. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystoscopy on (B)(6) 2003 and (B)(6) 2003 due to urethral dysfunction and urethritis. On (B)(6) 2004, the patient underwent cystoscopy and periurethral injection of durasphere due to urinary incontinence. On (B)(6) 2007, the patient underwent cystourethroscopy due to urinary incontinence. On (B)(6) 2007, the patient underwent cystoscopy, pubovaginal sling with autologous fascia, placement of suprapubic tube, creation of martius flap and urethroplasty due to urinary incontinence and urethral necrosis. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient underwent another gynecological procedure on (B)(6) 2003 and bard pelvicol was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.